Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly, the catheter was returned in incomplete segments.

Event description:
It was reported that ¿wound was not healing as patient or physician desired¿. The pump was explanted and replaced. The reason for device removal was listed as ¿physician opted for subfascial placement¿. The device was returned for disposal only along with the catheter. There was no patient injury and the patient¿s status after the device was removed was listed as recovered without sequela. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that ¿wound was not healing as patient or physician desired¿. The pump was explanted and replaced. The reason for device removal was listed as ¿physician opted for subfascial placement¿. The device was returned for disposal only. There was no patient injury and the patient¿s status after the device was removed was listed as recovered without sequela. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.